Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately five weeks after device system implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a funeral home with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).